Manufacturer narrative:
The hill-rom technician found the bed's scale not been properly zeroed prior to placing the pt on the bed. This was caused by user error. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician zeroed the scale to resolve the issue. The technician thoroughly tested the bed exit system and it functioned as designed. The technician also inserviced the account on how to properly zero the scale prior to placing a pt on the bed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit would not set. The bed was located on the first floor of the account. There was no pt/user injury reported. (B)(4).